Event description:
It was reported that this right ventricular (rv) lead exhibited lead damaged. Boston scientific technical services (ts) advice the patient to pursue medical care and explained that representatives work at the request of a cardiologist's office. As of this time, this rv remains in service. No adverse patient effects were reported.